Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected, with a current estimate of 80 units instead of the expected 150 units. There was no adverse impact to the caller¿s blood glucose level. Technical support advised the caller on the importance of completing cartridge air removal before filling. The caller acknowledged this but chose not to load a new cartridge and will continue using the current one, planning to follow up if needed.